Event description:
Information received indicates the hi/low function will run down unintentionally.

Manufacturer narrative:
The technician found the hi/low motor was hot and causing the bed to drift. The technician replaced the hi/low motor to repair the bed.